Manufacturer narrative:
The customer's calibration data was ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer's qc was acceptable. The field service engineer discovered the branch block was worn, and an o-ring was deteriorated inside the block. He replaced the branch block and pinch valve tubing. He executed a system prime and a measuring cell preparation maintenance task. He performed precision testing with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas 6000 e 601 module. The initial troponin result was reported outside the laboratory. The initial result was questioned by medical personnel and requested a redraw. The patient had a new sample collected for testing, and the customer performed repeat testing on the initial sample. The patient¿s initial troponin result was 3.08 ng/ml. The patient¿s troponin result with the new sample on a different analyzer was 0.04 ng/ml. The patient¿s troponin result with the initial sample repeated on the initial analyzer was 0.037 ng/ml. The customer determined the troponin results from the redraw were correct due to the results matching the previous troponin results for the patient. The troponin reagent lot number was 45838001 with an expiration date of 31-mar-2021.